Event description:
This was a diagnostic case, the pt was not obese and there was no calcification nor tortuosity of the vessel. The pt has a history of arrhythmia (afib) and was treated with pradaxa to prevent clotting. Additionally, during the index procedure, the pt experienced a reaction on the table, to either the sedative (dilaudid) or contrast medium. The procedure concluded uneventfully. Manual compression was held for 5 mins. The pt was discharged several hrs later. The pt reported her leg felt cold that night. She called the physician around 5-6 am the next morning and returned to the ER with blue foot and no distal pulses. Re-catheterization via contralateral side revealed thrombus at stick site extending into the iliac. The pt was heparinized overnight. Re-catheterization the next day (day 2) showed some improvement. The pt underwent therapeutic heparinization for several days. After reviewing the films, the physician consensus was that there was a dissection at the access site. Distal pulses returned and no add'l intervention was required.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. Although the physician stated that the initial diagnostic procedure might have lifted a plaque and caused the dissection, the root cause, based on available info, is unk as it cannot be definitely determined.